Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a patient presented with fever and an infection. The patient passed away on (B)(6) 2024 due to cardiogenic shock, endocarditis, and other complications. The physician did not consider the death to be device related, as the device operated as expected.